Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Updated fields: d8, d9(date returned to mfg), g3, g6, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device was broken, the protector of the video cable section was cut and stripes in image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the tesu board was broken and therefore error 104 occurred. For the stripes in the image, the cause was a broken charged coupled device and the cause for the cut in the protector of the video cable section was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device displayed on the screen fog free function error code 104. The issue was found in the preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.